Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. No root cause for the use error of disconnecting from the disposable set without stopping therapy or closing the clamps and then reconnecting could be determined. The sample was not returned to baxter and the product number and lot number are unknown, therefore no evaluation or batch review could be performed. Per baxter labeling, users are instructed to connect to the homechoice prior to initiating peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient reused a single-use device during peritoneal dialysis (pd) therapy, while the home patient (hp) was connected in fill 1. The hp disconnected and went to the restroom. The hp never stopped therapy or closed the clamps. Fluid leaked all over the floor where he let the patient line set. The hp then reconnected when he returned from the restroom. The technical services representative (tsr) explained possible contamination and advised them to start over with all new supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.